Event description:
It was reported that during a demonstration conducted at a user facility the device was not calibrated correctly, showing inaccurate values up to 4 mm off. There were no adverse consequences or procedural delays reported with this event.

Manufacturer narrative:
The reported event that the device was not calibrated correctly was confirmed through the device inspection. During the device inspection it was observed that the tip of the device was deformed. The tip had a deviation of 4.17 mm, should be less than 1 mm. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during a demonstration conducted at a user facility the device was not calibrated correctly, showing inaccurate values up to 4 mm off. There were no adverse consequences or procedural delays reported with this event.